Event description:
It was reported that an ilet touchscreen sustained a crack while the device was carried in a pocket at work, after which the screen remained operable but required hard presses and multiple swipes to respond, consistent with a device fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured component affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.